Event description:
Patient was revised to address pain. Update 4/3/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis around the trunnion and behind the liner, and osteolysis. Lab results from (B)(6) 2014 indicated metal ion levels below 7ppb. There was no mention of infection during this revision. The cup and stem are being added for the metallosis. The complaint was updated on:4/21/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).